Event description:
The icast stent balloon had a hole and did not fully inflate beyond 5 atm, however, the partial inflation allowed the balloon to be removed while the stent remained in place. The balloon was removed over a rosen wire, and a second balloon was used to fully expand the stent. During guidewire removal, the lunderquist wire became caught and frayed in the left external iliac artery. A catheter was used to capture the floppy tip, and the wire was successfully removed. No patient harm or adverse event was reported.

Manufacturer narrative:
Due to character restrictions in block d10 concomitant medical products: 7 fr x 55 cm aptus, cook endograft, vbx balloon expandable stents, cook zenith alpha, zenith fenestrated, bifurcated device and iliac legs, rosen wire, lunderquist guide wire. A supplemental report will be submitted upon completion of our investigation.